Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. The customer was unable to provide an exact bg value, but stated the bg level was high. Reportedly, the reason for the high bg was unknown. The customer addressed impacted bg with a correction bolus. Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touch screen issue was verified. Based on the analysis, the alleged high blood glucose level issue could not be verified; however, a different issue was identified.